Event description:
Customer reported an incident with an intermittent blood pump malfunction alarm during treatment. A gambro tech evaluated the machine and was unable to duplicate the alarm, and recommended replacing the blood pump reducer and the hall sensor. No blood loss reported.